Event description:
It was reported that during a laparoscopic cholecystectomy procedure, both devices would not release at first, eventually the devices release when the surgeon pulled on the handle. A third device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device would found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results for the el5ml device (b) found that it was returned with the shaft bent at the middle. No functional testing could be performed due to the returned condition of the device. Possible causes for the damage found may be inadvertent pressure placed on the device shaft. No incident related to the reported event was observed during the batch record review. (B)(4), expiration date: 01/2015. Manufacturing date: (B)(4) 2010. Damaged shaft.